Event description:
It was reported that urine did not flow to the drain bag. The drain bag was connected to stoma pouch for use. The patient had allegedly not experienced this kind of problem with they used previously.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be generated from supplier side or kink inlet tube/no air vent/design issue. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indication for use. Take off the drainage bag cap with careful for sterile of inlet tube. Then connect with foley catheter. Fix the drainage bag securely on the patient bed etc. Using the hanger/belt to prevent the bag from sudden movement and to avoid direct contact with floor. Keep the drainage bag below the level of patient bladder to keep urine flowing freely. Drain tubing must be secured using sheeting clip, keeping the tubing line straight with no kink to avoid obstructed urine flow into drainage bag. Kinked of or flexed drain tubing will restrict urine flow. Lift cock up and pass urine precautions. Do not let the distal end of the outlet tube touch the urine collection container when emptying the bag in order not to permit bacterial contamination into drainage bag. Care should be taken where the bag should be positioned to avoid damage by bump or projection. Do not pull outlet tube on urinating. It might break the product." The device was not returned.